Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported they believed, but couldn¿t confirm, that ¿there was confusion related to the inability to drawback on the center port. Since this would just mean the pump was empty, which it wasn¿t¿. The representative believed they tried to drawback on the catheter access port (cap), but could not because of the tissue growth in the connection.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the hcp believed there was some ¿drug in the pocket maybe¿ due to the tissue growth. The surgeon believed the drug was potentially being forced into the pocket due to the catheter inclusion due to tissue in the catheter connector. The patient¿s symptoms were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-oct-12. It was reported that concomitant medication included clo nidine, fluticasone, guanfacine ER, malatonin, multivitamin (unspecified), oxcarbazepine, and vyvanse. It was reported that the revision with excision of soft tissue occluding the pump outlet took place on 2017 (B)(6). The patient's hospital admission diagnosis prior to the surgery was noted as "baclofen pump malfunction." The patient was discharged from the hospital on 2017 (B)(6). Following the surgery, the patient's symptoms greatly improved, and were resolved as of 2017 (B)(6) (note: this conflicts with the previous report received on 2017 (B)(6) that the patient's symptoms were resolved at that time).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-nov-09. It was further noted that in (B)(6) 2017, the patient was not responding to intrathecal dose increases, even though the catheter was patent. Treatment and outcome were not reported.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained lioresal [2000 mcg/ml] at a dose of 371.5 mcg/day. It was reported that a study was done the other day where the hcp tried to draw back on the center port of the pump, but couldn¿t draw back. The representative stated he was uncertain why they tried the center port and not the catheter access port. The representative stated they went to do an exploratory surgery the day of the call. The representative stated it appeared the patient had some tissue growth into the catheter connection which was causing an occlusion based on what they found. The representative noted that when they aspirated the reservoir the day of the call, they were expecting 9 ml and got back 9 ml. The representative stated the hcp believed there was some ¿drug in the pocket maybe¿ due to the tissue growth. The representative stated that they cleaned out the tissue, reconnected, and drew back about 3 ml of cerebrospinal fluid (csf), so they believed the catheter was patent. They planned to prime the catheter, drop the dose, and start therapy again. The dose was changed to 100 mcg/day. Reported symptoms included increased spasms, clonus, and irritability. The event date was reported to be ¿about a week ago¿. No further patient complications were reported.